Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of the available medical records/radiographs identified the following: a fracture located in the midportion of the metallic sideplate with resulting mild apex lateral angulation of the hardware. At the location of the hardware fracture, along the medial surface of the distal tibial diaphysis, is a moderate amount of heterotopic bone/callus development. Instability of the underlying bone related to incomplete healing and/or acute on subacute fracture is noted, in therefore the tibial diaphysis also demonstrates subtle apex lateral angulation. At this later time point, no abnormality is seen with regards to the fibular sideplate or the fibula. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 851235022 3.5x22mm low pro cort scr ste 738900; 851235026 3.5x26mm low pro cort scr ste 024620; 851235028 3.5x28mm low pro cort scr ste 024630; 851235032 3.5x32mm low pro cort scr ste 739130; 851218000 3.5mm low pro cort washer ste 217080; 851218000 3.5mm low pro cort washer ste 504090; 851218000 3.5mm low pro cort washer ste 562410; 856135016 3.5x16mm cort lock scr ste 439000; 856135018 3.5x18mm cort lock scr ste 744850; 856135022 3.5x22mm cort lock scr ste 181370; 856135024 3.5x24mm cort lock scr ste 947280; 856135030 3.5x30mm cort lock scr ste 109360; 856203009 dist tib antlat lt nrw 9h ste 960990; 856135032 3.5x32mm cort lock scr ste 553420; 851235038 3.5x38mm low pro cort scr ste 44170; 851235044 3.5x44mm low pro cort scr ste 835080; 851235046 3.5x46mm low pro cort scr ste 024870; 851235046 3.5x46mm low pro cort scr ste 258050. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four months post initial procedure, a tibia plate fracture was found at the time of examination. No revision has been reported to date.